Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade treated with percutaneous pericardial drainage, then surgical drainage. Subsequently, the patient expired. One hour after the procedure, the patient had tamponade, and percutaneous pericardial drainage was performed. Subsequently, a surgical drainage was performed. The patient died despite the two drainages. The doctors of the department do not blame the equipment and believe that the complication is related to the patient's condition and the type of procedure. No pre-procedure events. Additional information was received. Cardiac perforation was confirmed in the posterior left ventricle. The physician¿s opinion on the cause of this adverse event was procedure and patient condition, and tamponade after perforation. The procedural act was 300 seconds. Prior to noting the CT, ablation was performed during the procedure. Adverse event symptoms occurred after the end of procedure. One transseptal puncture site was performed during the procedure. Number of performed radio frequency (rf) ablations were 29. No ablations were performed within the pulmonary veins it was a vt procedure. Transseptal puncture was performed with abbott brk. No evidence of a steam pop. The flow setting for irrigation was 15ml/min. Correct catheter settings were selected on the generator. No issues with flow rate changes at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard and vector. Parameters for stability used were range 3mm, time 3 seconds, 30% and 3g size: 3. Additional filter used with the visitag was respiration. Color option used prospectively was ablation index.